Event description:
It was reported that pump displayed repeated cgm error 42 on current device. There was no reported adverse impact to the customer. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.